Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch: mjz053; expiration date: 07/31/2020. Date of mfg.: 08/08/2018. Batch: pbm374 expiration date: 01/31/2021, date of mfg.: 02/06/2019. A manufacturing record evaluation was performed for the finished device for possible batch number mjz053, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device for possible batch number pbm374, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mjz053; expiration date: 07/31/2020. Date of mfg.: 08/08/2018. Batch pbm374. A manufacturing record evaluation was performed for the finished device for possible batch number mjz053, and no non-conformances were identified. Additional information was requested and the following was obtained: the patient demographic info: gender, age, weight, bmi at the time of index procedure. No further information is available. The diagnosis and indication for the surgical procedure. Total knee arthroplasty. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No further information is available. Were solutions injected into the wound during the procedure prior to wound closure? No further information is available. What date did the patient present with dehiscence (# of days post-op)? On (B)(6) 2019. Where was the suture found broken, towards the middle, end? No further information is available. During rehabilitation, were there any undue stresses on the knee that may have contributed to the post-op issue? No further information is available. Other relevant patient history/concomitant medications. No further information is available. If applicable, will product be returned, return date, tracking information. No sample will be returned. What is physician¿s opinion as to the etiology of or contributing factors to this event?the surgeon commented that the cause of the broken suture is unknown. What is the patient¿s current status? The patient is being followed-up. No further information will be provided.

Event description:
It was reported that the patient underwent total knee replacement on (B)(6) 2019 and barbed suture was used on the fascia by continuous suturing. Post-operatively, during rehabilitation in the ward, the patient¿s leg became unfixed suddenly. Exudate did not stop, so the wound site was reopened under local anesthesia in the operation room. It was found that the fascia dehisced on (B)(6) 2019 and suture had been torn. Debridement was performed on the spot, the device was removed and patient was resutured with a different suture. The procedure time was extended over 30 minutes. It was reported there was no infection, but there was inflammation. It was reported that the cause of the broken suture is unknown. The surgeon opined that the method of suturing has not changed. The patient is being followed up.